Event description:
It was reported that the insulin pump alarmed no delivery. The most recent blood glucose reading 106 mg/dl. The customer's father did not have the device available and was unable to troubleshoot for the issue. He was advised to have the customer perform an infusion set, reservoir and insulin change as soon as possible. He declined to return the infusion set and reservoir for analysis. He noted that the no delivery alarms had been alarming on and off for about 3 weeks. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.